Manufacturer narrative:
Corrected information can be found in h7 and h9.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego¿ connector. It was reported that the tego blocked almost immediately and needed to be changed again. They had noted this issue with 5 different patients who all dialyse on different machines since last week. They have removed the affected lot from use. There was patient involvement but no patient harm. This is the second of five occurrences.

Manufacturer narrative:
D9 - date returned to MFR: 1/13/2026 received fifteen (15) new. List #d1000, tego¿ connector, appx 0.05 ml; lot #14251986. No visual damages or anomalies were observed. The returned samples were tested and no leaks or high pressure was observed. However, the complaint can be confirmed based on the lot history. The probable cause of the domed seal is due to uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.